Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump alarmed for critical pump error. Customer stated that they saw red x on display. Customer's current blood glucose was not given. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify critical pump error (open book image) alarm due to blank flashing white light on display.